Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off. Customer received low power alarms prior to pump shutting off. Customer's blood glucose was 119 mg/dl. The pump was turned back on and customer resumed pump therapy.